Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call of customer's high blood glucose levels. The customer's blood glucose level at the time of incident was 483mg/dl. The customer states they treated with pump. The customer attributes the highs to having taken prednisone. The customer declined to continue troubleshoot due to feeling ill. The customer would be calling back at a later time.